Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the high-resolution stereo viewers (hrsv). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Upon visual inspection, no issue was found that would relate to the complaint. The first hrsv was installed onto the golden system where the unit functioned as expected (clear image displayed). The system ran through 10 power cycles, and no related errors/faults were triggered. The unit was found to be fully functional. The second hrsv was installed onto a golden system where the hrsv did not display any image, successfully replicating the reported complaint. As a result of these findings, failure analysis was able to conclude that the hrsv no image was found to be the root cause of the reported event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer encountered an intermittent right image issue. The customer was unable to resolve the issue by cleaning/reseating the endoscope or rebooting the system. The customer converted the case to laparoscopic to continue. The technical service engineer advised the customer to check the endoscope cable on the vision side cart but the issue could not be resolved. The procedure was converted to laparoscopic with no reported injury.